Event description:
Customer reported erroneous, flagged differential results were generated for two patient samples on the same day when using the coulter lh 750 hematology analyzer. The results were determined to be erroneous when compared to a rerun of the samples on the same analyzer. Erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and confirmed low stabilyse delivery to the differential mixing chamber during sampling due to multiple pilot actuators in differential mix module were sticking open. The fse replaced the faulty actuators resolving the issue. While onsite and unrelated to the erroneous differential issue, the fse rerouted coaxial cables on the rbc (red blood cell) bath housings to eliminate noise causing high plt (platelet) backgrounds. Identification of failure modes: the failure mode is related to faulty actuators in the differential mixing module sticking open. Upon recur of the failure mode related to the faulty actuators; it is likely to generate erroneous differential results due to compromised stabilyse delivery to the differential mixing chamber. Evaluation of product labeling: coulter lh 750 hematology analyzer instructions for use, ((B)(4)) r review the result. Special handling is required for editing a result flagged with r. Any parameter derived from an r-flagged parameter cannot be recalculated until the r-flagged parameter is edited. R flags may also indicate a system alarm occurred (such as a flow cell error). Check the event log for details. The lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message.